Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21279. It was reported the patient experienced ineffective stimulation in his left leg. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to implant an additional lead. The reported lead(s) remains implanted. The patient received effective stimulation post-operative.